Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt said that they used to be able to turn the stimulation on and off by turning their head. Pt said they can lean over and the ins will be working fine while they are bent over and then all of a sudden it will stop completely and then at some point not long it will turn back on (patient services-pss believes this related to the the adaptive stim features as saw  past record where a pss agent attempted to address adaptive stim settings with pt). The patient sees their hcp, (B)(6), at (B)(6) (pt added that they are not of any help and that they just keep changing the programming). Patient said they were told this was not possible and they just deal with it and that they have for a few years. Patient said the one thing they have seen a change in is they can no longer turn it on and off by turning their neck (that that seems to have gotten better).